Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation has been finalized, when examining the received device logs, a high pressure can be verified in combination with various generated clinical alarms, the flow sensor was not returned nor any other parts, only the device logs were sent in for evaluation. No service was requested regarding the reported device. According to the test log, the ventilator passed the pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The review of the device logs shows that the ventilator behavior was according to the used settings. Our conclusion in this matter is that there was no device malfunction, the device worked according specifications and generated various clinical alarms to alert the operator. What caused the detected pressure situation cannot be established by the log evaluation. H3 other text : 4114.

Event description:
It was reported that while the ventilator was connected to a patient, the patient¿s peak inspiratory pressure (pip) values were unstable and at times nearly reached 40 cmh2o. The flow sensor kept failing. The flow sensor was changed out. The module and cable for the flow sensor was changed out. The flow sensor was removed. After about 3 or 4 hours of this, the patient was placed on another ventilator. There was no patient harm. (B)(4).